Event description:
Pt reported her crono 5 pump sn (B)(4) due (B)(6) 2018 for IV remodulin went blank would not work even with battery replacement. Replaced pump. Pt used back up and had no se from pump malfunction. Dose or amount: 1, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to (B)(6) 2017. Diagnosis or reason for use: pah.